Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of printed circuit board and liquid residue adhere to printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to startup is due to malfunction of printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image on the screen. The issue was found during inspection for use. There were no reports of patient harm.